Event description:
It was reported that in the sterile processing department at the user facility, the 1/4" (B)(6), leaked oil. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event was duplicated. The service technician noted a small amount of red substance on the device. Upon disassembly, the engineer noted broken down lube on the bearing in the device. The device was scrapped by stryker.

Event description:
It was reported that in the sterile processing department at the user facility, the 1/4" jacobs reamer, leaked oil. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.